Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy to remove her essure coils almost four years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), migraine ("migraine headaches"), depression ("depression"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure coils on (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, migraine, depression, fatigue and dyspareunia had not resolved. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, migraine, depression, fatigue and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a hysterectomy to remove her essure coils almost four years after insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.